Event description:
Customer reportedly received results of 47 mg/dl, 45 mg/dl, and 164 mg/dl within 10 minutes on the same device. Customer had low blood symptoms with these results. Customer went to the physician's office for a previously scheduled appointment and reportedly received results of 140 mg/dl on her meter and 117 mg/dl on her physician's meter within 10 minutes. Customer was advised by her physician that her device needs to be re-calibrated. Customer still felt shaky at this time. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.